Event description:
Allergan sales representative emailed a report of a "burkholderia cepacia" infection in a lap-band patient. The device has been explanted. Follow-up findings: allergan's microbiologist has noted that burkholderia cepacia is not caused by the device, but is introduced during surgery. Allergan takes the conservative approach to reporting.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."